Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was watching television and felt her bg levels starting to get low. The patient looked at the cgm and stated their bg reading was over 200mg/dl, but their finger stick reading was showing 62mg/dl. The patient asked their husband for a cup of juice and it was indicated that the patient's bg dropped to 55mg/dl and then ate chocolate. The patient began to feel hazy as their bg dropped to 48mg/dl. The patient stated they checked their insulin pump and the bolus was set to 6 unites. The patient asked his wife to take him to the hospital and when the patient arrived at the hospital, the doctor checked their bg and it was 91mg/dl. The patient stated they were not treated at the hospital. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.